Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer uses cold insulin in the cartridge and did not follow the air removal step correctly. The customer reported that the cartridge was filled with approximately 200 units of insulin. Additionally, the customer did not observe drops from the end of the tubing after using over 20 units of insulin to fill the tubing. The customer's blood glucose level was 166 mg/dl. The customer successfully loaded a new cartridge and resumed insulin delivery,.